Event description:
(B)(4) lift goes up ok but when it goes down motor stops and just drops the resident. A resident was struck in the stomach as a result of this issue but no medical intervention was sought.